Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately ten (10) years. Through follow up with the health care provider, it was learned that the reason for explant was due to primary tissue failure. Upon review of source documentation, the aortic valve bioprosthesis appeared to have a flail left coronary leaflet associated with severe aortic valve prosthetic regurgitation. The prosthesis itself had a large leaflet tear immediately adjacent to the left-right commissure resulting in flail of the leaflet. There was mild leaflet thickening with mild central regurgitation. This was excised and a 25 mm carpentier-edwards perimount magna ease pericardial bioprosthesis was placed. Transesophageal echocardiography showed the new aortic valve bioprosthesis appeared to function normally with good leaflet motion and no leak. Hemostasis was obtained and the patient was discharged 6 days later, post-operatively.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative despite repeated attempts to receive further information regarding the device availability, a sample for evaluation could not be obtained. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet tear was documented. Leaflet tear is a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Although the root cause of this event cannot be conclusively determined, it appears that the torn/flailed leaflet likely caused the patient's regurgitation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
The explanted device was returned to edwards for analysis. Customer report of tissue tear was confirmed. Leaflet 1 had two tears, one tear at commissure 1 and one tear at commissure 2. A tear was also observed on leaflet 2 at commissure 2. Thickened and swollen tissue was observed on all three leaflets, at all three commissures, and in the regions of the tears. A perforation was also observed on leaflet 1, which did not penetrate the entire thickness of the leaflet. A suture was also observed on the sewing ring near leaflet 1. Perforation was beveled at the outflow aspect and matched up with the suture when leaflet is in open position. Such characteristics are typical characteristics of those caused by suture tail abrasion. Moderate calcification was observed in the cusp area of leaflet 1 and 3. Host tissue was minimal to moderate on the tissue inflow and stent inflow. The x-ray demonstrated calcification. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet tear was documented. Leaflet tear is a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Evaluation of the device also demonstrated damage to one of the leaflets from suture tail abrasion, which likely contributed to the patient's regurgitation. Per the device instructions for use (IFU): "when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.